Event description:
During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation (af) a farawave pulsed field ablation catheter was selected for use. After completing all the applications on the right sided vein, the guidewire was pulled back into the catheter in flower mode, then it was moved to the left superior pulmonary vein (lspv). The physician then tried to extend out the wire into the vein and felt resistance. Then, he attempted to pulled back the wire and could not even after pulling harder. The catheter was undeployed and brought back into the sheath and then removed from the body. A little resistance was felt when withdrawing the device. The physician though that a pericardial effusion might have occurred, and after checking it was confirmed a mild pericardial effusion. The patient signs remained stable, no intervention was required. The procedure was completed successfully. The patient will continue to be monitored. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed on the device. Nevertheless, the guidewire was observed damaged. It was noted that the catheter was returned with a guidewire inserted, and a attempt to withdraw the guidewire was made and it was unsuccessful due the bad condition of the guidewire. The device was dissected to determine if something wrong inside the device could cause the guidewire stuck and the bad condition of the guidewire inserted, and no abnormalities were observed. The complaint was confirmed through analysis.

Event description:
During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation (af) a farawave pulsed field ablation catheter was selected for use. After completing all the applications on the right sided vein, the guidewire was pulled back into the catheter in flower mode, then it was moved to the left superior pulmonary vein (lspv). The physician then tried to extend out the wire into the vein and felt resistance. Then, he attempted to pulled back the wire and could not even after pulling harder. The catheter was undeployed and brought back into the sheath and then removed from the body. A little resistance was felt when withdrawing the device. The physician though that a pericardial effusion might have occurred, and after checking it was confirmed a mild pericardial effusion. The patient signs remained stable, no intervention was required. The procedure was completed successfully. The patient will continue to be monitored. The device is expected to return for laboratory analysis.